Manufacturer narrative:
Evaluation results: inherent risk of procedure (mi and death). (B)(4).

Event description:
The clinical events committee adjudicated that the previously reported mi was consistent with an arc mi and occurred one day prior to the previously reported date. It is reported that other significant conditions contributing to patient death were acute renal failure, respiratory failure, diabetes mellitus and hypertension.

Manufacturer narrative:
(B)(4).

Event description:
During index procedure, three endeavor sprint drug eluting stents were implanted; one in the lcx, one in the 1st obtuse marginal and one in the rca. Approximately 3 months post index procedure, the patient suffered an mi. Investigator indicated that the event was not related to the device. It is reported that the patient recovered with treatment. Approximately 7 months post index procedure, it is reported that the patient expired. The cause of death was congestive heart failure. Investigator has assessed that the event was not related to the device.